Event description:
A customer obtained a troponin (accu tni) result of 2.04 ng/ml for one patient. The specimen was tested on a different instrument and two results of 0.05 ng/ml were obtained. The sample was then re-tested on the access 2 instrument and two results 0.05 ng/ml were generated. The results were not reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a plastic 5ml greiner lithium heparin tube and centrifuged at 3,400 rpm for 10 minutes. Per customer, the patient sample was a full and clear draw with no visible signs of fibrin. Qc was within specifications before and after the event. A system check performed on 06/14/2009 resulted within specifications. No errors were posted to the event log during the time of the event. A field service engineer (fse) was dispatched: the fse performed hardware verification and obtained good results. No hardware issues were found. A customer technical service (cts) discussed proper sample handling with the customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.